Event description:
Vns pt reported that she is experiencing transient ischemic attacks. The relationship to vns therapy is unknown at this time. Good faith attempts were made with patient's physician to obtain further info surrounding this event; however, these attempts went unanswered.